Event description:
The customer reported that the locking pin (latch) on the footrest, that keeps the footrest from slipping out of the receiver on the tabletop, had broken the philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse stated that a new footrest has been ordered for the customer.

Manufacturer narrative:
(B)(4). On 15-may-2015, the customer, (B)(6) medical center, (B)(6), reported that the locking pin (latch) on the footrest, that keeps the footrest from slipping out of the receiver on the tabletop, had broken. It is believed by the customer that the latch pin was broken due to wear and tear. There was no rescan or reinjection required. There are no reports of any harm/injury to a patient, operator or bystander due to this issue. After reporting the issue to the philips help desk to inform them of this event, the customer continued to use the footrest with the broken latch pin during daily operation. The field service engineer (fse) was contacted regarding the issue, and then proceeded to order a new footrest extension assembly and replaced it at the site on 29-jun-2015. After the service was completed, there have been no further recurrences of the issue at the site. The product was returned for evaluation on 06-jul-2015. The defective clip was not provided with the footrest for engineering assessment, therefore, a root cause could not be determined. No bug report/log files were provided. CT engineering determined this issue to be an acceptable risk. The following mitigations are applicable in this case: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion emergency stop controls enable termination of motion in hazardous condition emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited the fse replaced the footrest assembly to resolve the issue. Since the fse did not provide the broken clip along with the footrest, a root cause could not be determined.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).